Manufacturer narrative:
An fse visited the customer to address the reported event. During servicing, fse evaluated the instrument for leaks, issues with the prefilter, column issues, and ran the pump through all valves without any issues.fse proactively replaced all three 2-way valves for the buffer and the instrument was tested to have normal start up. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was failure of 2-way valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported intermittent low pressures at start up with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015, to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.